Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels for several days leading up to the call. The customer reported that he had a blood glucose level over 600 mg/dl. Blood glucose level at the time of the call was 512 mg/dl. The customer reported that the high blood glucose levels have persisted even after multiple set changes. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level had come down to 392 mg/dl by the end of the call. The insulin pump was not replaced or returned for analysis.